Event description:
The pump was returned for investigation. Evaluation revealed a single component failure. This report is made based on results of investigation completed on 03/25/2015

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/25/2015 with the following findings: evaluation revealed that the pump¿s paint is chipped and peeling in multiple areas. During investigation of the returned pump, ¿cs69¿ alarm reproduced at power up. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. A single component failure was detected. (B)(6).